Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead due to bacteremia and vegetation on leads. The patient was determined to not be a surgical candidate due to her medical condition and comorbidities, including the need for a liver transplant. After much debate, the physician determined the leads would need to be extracted or the patient would die from the infection. The procedure began by debriding the pocket from infection, and there was a large amount of calcified scar tissue in the device pocket noted as well. Spectranetics lead locking devices (lld''s) were inserted into each lead; the lld could be inserted all the way to the distal tip of the atrial lead, but the lld would not advance to the tip of the rv lead, so another lld was used, which was able to get all the way to the rv lead tip. The physician then began to attempt extraction of the ra lead with a spectranetics tighrail 11f sub-c device. The physician was able to advance past the clavicle, and then a spectranetics 14f glidelight laser sheath and a medium visisheath were used to continue the extraction attempt. The physician was able to make progress to the area of the superior vena cava (svc)/innominate junction, and then met stalled progression. He then switched to a spectranetics 11f tightrail device. After reaching the binding site, the physician was able to free the ra lead and remove it. The tightrail device was then removed from the patient's body. At that point, anesthesia noticed a gradual drop in blood pressure. Trans-esophageal electrocardiography (tee) revealed a 2 cm effusion, and a superior vena cava (svc) tear was suspected. Rescue efforts commenced immediately, including the use of a spectranetics bridge occluding balloon, which stabilized the patient's blood pressure. A pericardiocentesis was performed with 300cc return of blood. The physician again conferred with the cardiothoracic surgeon over the surgical status of the patient, which again was agreed she was not a surgical candidate. Vascular was then called to discuss further intervention. However, after use of the bridge balloon and administering blood and fluids to the patient, the team decided to remove the bridge balloon from the patient. The patient's blood pressure remained steady. The patient was monitored and no further surgical intervention occurred. The patient survived the procedure. Both leads were reportedly removed during the procedure. There was no alleged malfunction of any spectranetics devices used in the procedure.